Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided for review. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for filter tilt, filter migration and filter limb perforation of the ivc wall as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted, migrated entirely to heart and struts perforated into organs. The device was removed via an open abdominal procedure. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard g2 recovery filter was deployed in an infra renal location and shows excellent alignment along the long axis of the inferior vena cava and excellent broad-based circumferential coverage around the circumference of the cava for a patient with obstruction. Approximately sixteen days of post deployment, computed tomography angiogram of chest, abdomen and pelvis with contrast was performed which showed inferior vena cava filter within the inferior vena cava at the l3 level. The filter was sideways in orientation and multiple limbs of the filter appeared to extend outside of the lumen of the inferior vena cava. Notably one of the inferior limbs extends anteriorly approximately 1.5cm beyond the anterior margin of the inferior vena cava. It appears to be inferior to the third portion of the duodenum. The limb comes in close proximity to the transverse colon. Other limbs extend to the left in close proximity to the abdominal aorta and there was a small amount of free fluid in the pelvis. Nondisplaced fractures were identified at the lateral aspects of the superior pubic rami. The next day, the patient presented for filter removal procedure, a computed tomography scan was performed for inferior vena cava filter migration and small bowel obstruction which showed inferior vena caval filter had migrated 90 degrees in the inferior vena cava with tines anteriorly, posteriorly and medially. The anterior tine appears to be in close proximity to the small bowel and colon. Intraoperatively, filter retrieval procedure shown evidence of the tine that had perforated a piece of small bowel; however, removed the tine, repaired and completely mobilized the vena cava below the renal vein. Hence, could easily palpate, visualize the filter as it had migrated 90 degrees, subsequently identified three more tines which had perforated the vena cava anteriorly, medially and cut those with the wire cutter, flush with the vena cava, clamped the vena cava proximally, distally to the filter and opened the vena cava to open the top of the filter in a transverse fashion. Finally, were able to remove the filter without difficulty through venotomy and placed a satinsky clamp on the vena cava so that it could partially open the cava for flow, to repair venotomy in a transverse fashion using 5-0 prolene. Around seven years and ten months later, computed tomography angiogram of chest with contrast was performed for left sided pleuritic chest pain and hemoptysis which showed adequate opacification of pulmonary arteries. Filling defects were identified in the subsegmental pulmonary artery supplying the lateral to the right lower lobe. Filling defects were also identified in the distal segmental and sub segmental branches of the pulmonary supplying the posterior and lateral aspect of the left lower lobe. Pulmonary emboli were identified in these segments on the comparison study; however, clot burden was increased. Around two days later, the patient was diagnosed with pulmonary embolism. Therefore, the investigation is confirmed for perforation of inferior vena cava (ivc), filter migration and retrieval difficulties. However, the investigation is inconclusive for filter tilt and pe post filter implant. Per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to filter migration and perforation of inferior vena cava (ivc). This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2,g2,g3,h6(patient, device, method, conclusion). H11: h6(result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted, migrated entirely to heart and struts perforated into organs. The device was removed via an open abdominal procedure. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.